Manufacturer narrative:
Eval summary: review of the primary and first revision surgical reports provided did not reveal indications that the recommended surgical technique was not followed. The revision surgical report dated (B)(6) 2009 was reviewed and states that the articular surface was extruded anteriorly; the tibial tray was noted to show no metal defect and to be well seated and stable. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Mfg documentation was revised and indicates that the device was manufactured, inspected and packaged to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to migration of the articular surface.